Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The field service engineer (fse) checked the instrument and did not identify any issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for potassium electrode (k) on a cobas 6000 c501 module. The initial result was 8.67 mmol/l. The repeat result was 3.81 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The specific cause of the event could not be determined; however, based on the results provided, the investigation determined the event was consistent with contamination from splashes of potassium chloride (kcl) reference solution. The investigation did not identify a product problem.